Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment information was not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the event of peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Follow up information received from peritoneal dialysis nurse (pdn) on (B)(6) 2011 regarding the home patient's (hp) hospital stay. Per the pdn the hp did not have peritonitis in (B)(6) 2011 and was not hospitalized at that time. The pd rn stated the hp had peritonitis and was in the hospital from (B)(6) 2011 through (B)(6) 2011. The pd rn stated the hp was given oral antibiotics.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883942 and gd882647 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.